Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 06/21/2016, to report that on (B)(6) 2016, the patient's reciever was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A review of the downloaded data log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.